Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Some scratch wear marks were observed on the lumen and insulation. Review of the device history record of the reported lot number disclosed no discrepancies that could contribute to this condition. Based on the returned unit's evaluation, the most probable root cause is design related with a user related (misuse) possible contributor. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure the tip of the probe detached into the patient. The detached fragment was retrieved.

Event description:
It was reported that during a procedure the tip of the probe detached into the patient. The detached fragment was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.